Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a repeated catheter restriction error and autofill failure. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1(event site postal code - (B)(6), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) had evaluated the unit and than the fse had checked all the necessary parameters and found it is as per recommendation. But by suspecting the unit further it was being found that the problem is being with the patient end. Than the fse had ran the unit with the test balloon for sometimes and it was being found there were no reported issue was triggered. The unit was handed over to the customer with satisfactory working condition.